Manufacturer narrative:
The insulin pump was received with broken off end cap. The pump was unable to perform displacement test due to broken off end cap. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window, scratched reservoir tube window and cracked case. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump caught sweat on his shirt and it had it in a pouch. The customer stated that a piece of the pump came off where the ring of the reservoir was. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.